Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an episode of ventricular under-sensing during a ventricular tachycardia event which delayed therapy. The device's blanking programming resulted in the under-sensing. Programming changes were made. The patient was stable.